Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The customer biomed replaced the batteries. The biomed test equipment for auto fill was damaged. The getinge field service engineer (fse) verified reading and performed service checkout. The unit passed all calibration, functional and safety tests performed. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported during customer preventative maintenance (pm) that the cs300 intra-aortic balloon pump (iabp) displayed a discharged battery and an auto-fill failure. There was no patient involvement, and no adverse event reported.